Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "image noise" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle has foreign objects and distal end plastic cover has a burn. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation complaint is not detected, and for "nozzle has foreign objects" is not established and for "distal end plastic cover has a burn" is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The issue occurred during inspection for use. There were no reports of patient harm.